Event description:
The user reported that there was no ECG display on the monitor. There was no harm done to any pt. The monitor was completely tested, and found to be working properly. When the user's pt cable was examined, it was noted that the snaps were very corroded. The cause of the corrosion appeared to have been contaminatino by saline solution, conductive gel, or some similar substance. The cable was replaced. The event is not occurring more frequently or with greater severity than is usual for the device.